Event description:
It was reported that the stand by light stays on, even with light cable. It was further reported that you have to hit up intensity button to get to run.

Manufacturer narrative:
Additional info will be provided once investigation is complete.